Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with sensor glucose trending from approximately 200 mg/dl pre-meal to 364 mg/dl post-meal and a confirmatory fingerstick of 388 mg/dl, and a plan for follow-up to ensure glucose was trending down or to consider infusion site change. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education provided by support. Investigation included user coaching on hyperglycemia management and assessment for potential infusion site issues. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with possible infusion site or use-related factors considered. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.